Manufacturer narrative:
The console was not returned for analysis: however, it was serviced by a field service engineer (fse) at the customer's site. The reported event of low power was not confirmed. A device inspection was performed and found the laser beam path was normal, all equipment functions correctly and the equipment energy output was also normal. The investigation was unable to identify any damaged or malfunction related to the reported allegation. Since the investigation findings clearly confirm that there was no problem with the device, the conclusion code selected was device problem excluded.

Event description:
It was reported that prior to procedure, found that the energy level of this device was low. The procedure was completed with a different device. There was no patient complication.

Event description:
It was reported that prior to procedure, found that the energy level of this device was low. The procedure was completed with a different device. There was no patient complication.